Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that they will proceed with explant of the ins on (B)(6) 2025 to ensure long term therapy effect for the patient and a new ins will be implanted. Once explanted, the ins will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that when the manufacturer representative (rep) interrogated the ins, there was extremely slow communication (3 times longer than normal). The clinician programmer indicated "invalid data" - all settings were lost except device nickname. Stimulation was off even though the patient thought it was on. The ins was reprogrammed and interrogation was done with the patient therapy application. The same 2705 error code came up as before. They interrogated with the clinician programmer again and got message "invalid data" (code db9690ac), all settings lost except nickname but stimulation was on (green slider). The patient indicated that they charged the ins every day (depleted about 30-40% per day). Settings were: c+ 3- 1.0 ma 60us 130 hz. 11- 10+ 1.0 60us 130 hz. There were no abnormal impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient had infection markers so they are awaiting a different date for the ins replacement.

Event description:
It was reported that the handset was displaying error 2705 and the message "incompatibility phone, system needs update, contact clinician". The error code indicates that there is something wrong with the memory of the battery. The affected percept rc was interrogated with the clinician programmer. After several telemetry issues, once the healthcare provider (hcp) could interrogate the battery, the home page showed only the setup option. They could only add the patient's details but the system configuration (composition) could not be set. The nickname of the battery was retained. The neurostimulator reset was not attempted. Patient did not undergo any medical procedure (MRI or cardioversion). No report could be created from the interrogation. Percept rc can still be recharged. The patient claims that the stimulation is still on (they feel it at their feet, dystonic patient, gpi lead location). Patient was implanted on (B)(6). (B)(6) the battery was programmed. No other interrogations were done in the meantime. The patient could use the patient programmer without issues until (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.